Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit functioned properly. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to flattened dome switch on the esc and act button. Unit received with cracked case on display window corners, minor scratched lcd window, partially broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2017 at around 11:30 a.m. Due to high blood glucose. The customer initially had a high blood glucose level of 400 mg/dl which she treated. Two hours later, her blood glucose had gone up to 515 mg/dl. They were given a manual injection. They then went outside and went for a walk. When they got back, her blood glucose level was at 590 mg/dl. Her ketones by then were moderate. She called her endocrinologist and was recommended that she go to the emergency room. The customer's blood glucose level at the time of admission was 485 mg/dl. The customer was given fluids. Once her blood glucose was brought down, she was released. They declined troubleshooting for the high blood glucose. Additionally, the customer reported that the insulin pump was damaged. There a piece had fell off on the reservoir compartment. The device was returned for analysis.